Event description:
Report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was broken while in use with a cutter device. There was a three minute delay in surgery. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a piece of the cutter was broken off inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.